Manufacturer narrative:
B3 date of event was approximated based on the date the manufacturer became aware of the event. Upon receipt of the fiber at our quality assurance laboratory, the fiber was thoroughly analyzed. Visual examination of the fiber found that the connector nut was separated from the fiber. Microscopic examination of the fiber found the fiber tip good and unused, and the connector face had no defects. During, functional testing of the fiber, the console prompted "please connect fiber" and "please dispose applicatory after usage.". The device history record (DHR) was reviewed and indicated that the device met all manufacturing specifications. A review of the device instructions for use (IFU) was completed and states "ensure that the distal end is intact and that the sma connector is clean. Caution: do not use any lighttrail single use laser fiber with damaged distal end or damaged sma connector. Avoid touching the exposed connector end." Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation, indicating there was an expected or random component failure without any design or manufacturing issue.

Event description:
It was reported that the fiber could not be used at the facility due to an unspecified defect. The procedure was completed with another fiber. The fiber was received and analyzed. During initial inspection of the fiber, it was identified that the connector nut was separated from the fiber body; therefore, the reportability criteria are met based on this investigation finding.